Event description:
Information was received indicating that a leak occurred between the pump and the extension tubing while using a smiths cadd-legacy plus. It's not yet clear if the issue is do the pump or the extension set. There was no reported injury to the patient.